Manufacturer narrative:
G4: 25mar2020. B4: 03apr2020. H10: b1 and h1 updated: it was confirmed that the patient was transferred to a different unit; confirming intervention to prevent/preclude harm. The manufacturer's field service engineer (fse) tested the internal battery and the event logs indicated that the battery lasted beyond the 15 minute minimum after the low battery alarm is activated. The device was also ran until the completely powered off. The device logs indicated that power was restored with the correct sequence of prompts indicating the unit appeared to be operating as expected. It was believed that the power was removed from the device the fse replaced the power management board as a precaution. . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03apr2020. B4: 23apr2020. The customer noted that there were dry joints around the r31 component of the removed power management board. This was believed to possibly be the cause of the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/02/2020.

Event description:
It was reported that the unit turned off in the middle of the night and would not turn back on. The customer removed the backup battery and refit it and the unit restarted. The device was in use at the time of the event; however, there was no patient harm. The device logs revealed no indication of power loss and it was unknown if there was an audible alarm. It appears that the unit was operating on battery power and the battery ran down.